Event description:
(B)(6) healthcare is the initial importer of the device which is a bath bench. The device has not been returned for evaluation. We are filing this report in an overabundance of caution. We will submit a follow-up when additional information becomes available. While in use the back leg folded. The end user fell and hit his head. He went to the emergency room for treatment. No additional data is available at this time.